Event description:
It was reported that the pump was infusing heparin at 11 ml/hr. At 9:30 pm the IV tubing was removed from the pump to change the pt's gown and the pump was restarted immediately afterwards. At approx 10:00 pm it was observed that the displayed infusion rate on the pump was 110 ml/hr. The pump was removed from the pt sometime after the occurrence. No medical or surgical intervention was required.